Event description:
The family member called for assistance on rewinding the pump. At the time of the call, the customer had hbgs. It was indicated that the customer's last set change was six days ago and they didn't have a back up plan of manual injections. The contact was advised to take the customer to the hosp to treat hbgs. Two days later, the md called to report that the customer was hospitalized for dka. The pump did not have any supplies in it and the md will call back to troubleshoot the pump.